Event description:
It was reported via post approval study that the patient was experiencing leg weakness; related to preexisting condition. The intrathecal drug dose was reduced by 10% and the event resolved without sequela.